Event description:
It was reported that the programmer displayed incorrect electrocardiogram (ECG) and signal with markers missing for pacemaker which had reached replacement stage.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.